Event description:
It was reported by the rep that during a liver resection, on the initial firing of the device, the device was hard to close. When the instrument was fired, there was a cracking sound heard as the device fired. The staple line was not complete. Another endocutter was pulled to complete the procedure. The second device performed properly. There was no patient conseqeunce.